Event description:
A report was received that a recently implanted patient developed seroma at the lead site. The physician placed the patient on antibiotics and the seroma disappeared. It was also reported that there was no suspected infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.